Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the patient presented into the hospital after receiving inappropriate antitachycardia pacing therapy for supraventricular tachycardia. The patient was well and unaware of event. No programming changes were made. Patient will be followed-up remotely.